Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent anterior/posterior repair of a prolapse on (B)(6) 2007 and mesh was implanted. The patient reported getting an infection and pain within 2 weeks. This was followed by prolapse and incontinence. The pain was like a heavy dragging out shooting pain from the pelvis and down the legs. The patient was severely bloated like heavily pregnant. These symptoms went on for years without resolution. On (B)(6) 2012, surgery was booked for a repeat cystoscopy and mesh. A cysto and eua were performed and found that there was bunching of mesh, on the left-hand side of the bladder neck and more mesh palpable on the right-hand side. The surgery was cancelled as the doctor was afraid that if she place the 2nd mesh, it will erode through the postural urethral wall, causing even more complications. The doctor recommended that the patient consider a native tissue fascial sling which the patient agreed to. When the mesh was finally removed and the native sling used to repair the prolapse, the patient was told they could not get enough native fascia for the sling, so they had to use some mesh. The patient was warned that the bladder could be cut during the removal of the mesh and this did happen and the patient had a catheter for 7 weeks after the surgery. The patient further reported having 6 years of operations trying to fix her. Many of the symptoms were blamed on diverticulitis and gall bladder. The patient was unable to continue sexual relations with husband or enjoy life as once had. No further information could be requested as the event was reported in confidence.